Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the lead had increased pacing thresholds for approximately a few months. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a distal portion of the 6935 lead was received measuring 44.5 cm. Analysis was performed and no anomalies were found. Visual analysis visual summary analysis of the lead indicated apparent explant damage.